Manufacturer narrative:
The opened used sensor failed per specifications and unable to confirm insertion complaint due to customer returned sensor only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that transmitter did not blink when connected to sensor. Customer was instructed to wait eight hours for transmitter to change. Customer reported that when previous sensor was removed, sensor broke. Customer removed sensor and cannula was missing.